Event description:
The patient presented to the hospital for lead revision due to noise. Loss of capture and low sensing were observed. Noise was reproducible. Patient had diaphragmatic stimulation. Lead perforation was observed. No pericardial effusion or other symptoms were present. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.